Event description:
It was reported that there was oversensed noise on this right atrial (ra) lead and pacing impedances were less than 200 ohms in several unipolar vectors. The health care provider stated that there was a "known ra lead issue." It was noted that the patient is on dialysis and is intermittently pacemaker dependent. No adverse patient effects were reported. This lead and the associated pulse generator remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).